Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set disconnected from the titanium adapter. The disconnection was evident when the patient went to have their transfer set exchanged. The patient had used the transfer set for six (6) months. The nurse had suspected the transfer set had a defect because the patient adapter had rotated and disconnected from the titanium adapter without any force applied. The titanium adapter was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, integrity of seal surface testing, and clamp function testing with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.